Event description:
It was reported that a "bug" was visible during imaging on the 9600+ system. Service rep could not verify the presence of a foreign object. Procedure was completed with no adverse effects. No patient injury was reported.